Event description:
Attempt was made to deploy a coronary stent through bypass graft. The guide became disengaged from the graft and pulled the stent balloon out. Attempt was made to pull the guide and stent back to be removed through the femoral sheath when the stent came off the balloon. The stent was left in the femoral artery and it had to be removed in operating room.